Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) emergency switch, power switch, and intelligent shutdown pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up. No patient serious injury or death was reported related to this event.